Event description:
The customer contact reported the device was charred. The homecare nurse reported that when the electrical plug on the power adapter was plugged into the electrical socket at the patient's home, the power adapter "fried". The power adapter was removed from clinical service and a replacement power adapter was used. There were no reported adverse effects to the patient or the nurse. No medical interventions were required. The customer contact reported the back of the power adapter was charred and one electrical prong was, "halfway gone and burned off." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.